Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer stated that blood glucose levels did become slightly elevated, but did not recall what their blood glucose level value was. Reportedly, customer reverted to manual injections to stabilize blood glucose levels and for continued insulin therapy.